Manufacturer narrative:
Per tandem user guide: do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer took pump through a full body scanner. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy. Customer¿s blood glucose level was 210-220 mg/dl.